Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the fork was bent on the left side of the chair.

Manufacturer narrative:
Additional/updated information was added to reflect additional information being received concerning the underlying cause of the complaint issue. Per dealer, the end user overly cranked the fork down coming off the bus, which caused the left fork to bent. This is not a malfunction of the chair but improper use by the end user. Therefore, this is no longer a reportable event.

Event description:
The dealer stated the fork was bent on the left side of the chair. Update: per dealer, the end user overly cranked the fork down coming off the bus.